Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the a suture sleeve mark on the proximal insulation at 28.8 cm from the connector pin. The distal insulation was damaged at the same location which caused an electrical short between the coils and resulted in low impedance and noise. The damage found is consistent with mechanical stress (i.e.: suture sleeve tie down).

Event description:
It was reported that the atrial lead exhibited a fracture, clavicular crush, low impedance and noise. The lead was explanted and replaced.